Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I stat highly sensitive troponin-I result for one patient. The following information was provided: on (B)(6) 2025 at 0956, sid: (B)(6): initial result = 0.030 ug/l. On (B)(6) 2024 at 1605, sid: (B)(6): initial result was 0.039 ug/l. On (B)(6) 2024 at 2227, sid: (B)(6): initial result was 0.151 ug/l. On (B)(6) 2024 at 0400, sid: (B)(6): initial result was 0.014 ug/l. On (B)(6) 2024 at 0600, sid: (B)(6): initial result was 0.014 ug/l. Sid: (B)(6) was repeated on (B)(6) 2025 and generated a result of 0.023 ug/l. The customer is questioning the initial result for sid: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 70021ud00 and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 70021ud00, however, no increase in complaint activity was identified for list number 08p13. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 70021ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 70021ud00 was identified.

Event description:
The customer reported a falsely elevated alinity I stat highly sensitive troponin-I result for one patient. The following information was provided: (B)(6) 2025 at 0956, sid (B)(6): initial result = 0.030 ug/l. (B)(6) 2024 at 1605, sid (B)(6): initial result was 0.039 ug/l. (B)(6) 2024 at 2227, sid (B)(6): initial result was 0.151 ug/l. (B)(6) 2024 at 0400, sid (B)(6): initial result was 0.014 ug/l. (B)(6) 2024 at 0600, sid (B)(6): initial result was 0.014 ug/l. Sid (B)(6) was repeated on (B)(6) 2025 and generated a result of 0.023 ug/l. The customer is questioning the initial result for sid (B)(6). No impact to patient management was reported.